Manufacturer narrative:
Complaint assessment summary: research and development asked technical support for the user's inpen app version at the time of the complaint and the user's current inpen app version. Technical support responded that the user was and is currently on inpen 7.2.0. According to inpen requirements, if a user has developer options enabled, the inpen app will display a security warning to the user. Therefore, research and development asked technical to support if the user had developer options turned off or on in order to determine if the issue was due to expected behavior or not. There was no further response from technical support. There is a known issue in inpen 7.1.1 where the app displays the security screen even when the user does not have developer options turned on. However, technical support reported to research and development that the user was on inpen 7.2.0, so the issue in 7.1.1 cannot be applied to this user. The most likely root cause is that the user has developer options enabled. Since technical support confirmed that the user was on inpen 7.2.0 but did not confirm whether or not the user had developer options enabled, research and development cannot conclude whether this issue is due to expected behavior or not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case to non-reportable as the initial report was submitted in error. As per the case notes, customer had been adviced not to use a different mobile device while smart mdi monitor is returned/replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced same security alert and deleted the app multiple times. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed. Customer reported rooted device detected error. Unable to resolve with existing troubleshooting or labeled instructions. No harm requiring medical intervention was reported. No product return is required for mmt-8061.